Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle did not retract when the push button was activated on a bd insyte¿ autoguard¿ shielded IV catheter. This occurred with two different registered nurses on two different days. Both nurses sustained a needle stick. The nurses reported to occupational health. There was no additional information regarding treatment or medical intervention.

Manufacturer narrative:
Lot analysis: review of the DHR revealed all required challenges samples and testing was performed per specification in accordance with the setup and in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Observations and testing: received one used iag 22ga unit with an opened package from the lot number: 7282709. The unit consisted of the retracted needle/safety barrel and needle cover. Visual/microscopic examination: the needle was retracted, and the white button depressed. The needle was reassembled to the out position. Observed there was no mechanical/physical damage to any of the components (spring, needle hub, grips) or evidence of adhesive on the button or hub. Functional test (needle retraction) was performed: performed the hub twist test then depressed the button. The retraction was successful, no delayed reaction was observed. Investigation conclusion: the defect needle retraction failure, as stated as the reported code could not be identified or confirmed, and cause could not be determined. Relationship of device to the reported incident: indeterminate. There was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident.